Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain cycle five) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 07:46:40. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.